Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had a head computed tomography (CT) done on (B)(6) 2015 for anticipation of tissue plasminogen activator (tpa) for possible thrombus due to increased flow and power. The head CT found a new small intracranial hemorrhage in the right cerebrum. Anticoagulation medications on (B)(6) 2015 included aspirin 325 mg and heparin 12ml/hr intravenous (IV) continuous. A repeat head CT on (B)(6) 2015 found a stable focal small right parietal subarachnoid hemorrhage with no other intracranial hemorrhage is seen. A neuro consult was done on (B)(6) 2015 for the evaluation of a newly discovered spontaneous subarachnoid hemorrhage/intracranial hemorrhage. Neuro stated that giving tpa was a contraindication and while the patient has increased risk of suffering intraoperative ich, we think that replacement of his device if deemed necessary by the cardiac surgeon outweighs this. We are reassured that his ich is stable on his current anticoagulation after a repeat head CT showed the stability of patient clot. Neuro department stated the patient has been neurologically intact throughout his hospital stay. On (B)(6) 2015 a repeat head CT was done and found a stable small right cerebral subarachnoid hemorrhage. Device download on (B)(6) 2015 showed current pump parameters have returned to power consumption within normal operation. No further information received.